Manufacturer narrative:
Terumo has not received the actual device for investigation, however, terumo is still investigating this issue and plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, the shunt sensor displayed inaccurate po2 levels after several calibration attempts. The product was not changed out. There was no pt injury. The surgery was completed successfully without delay.